Manufacturer narrative:
B3 the date of event is an approximate date.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss. The ipp was explanted and replaced with a new device. There were no patient complications reported.